Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (bopt5411) was removed due to nerve injury at tooth location 19. Patient complaint of numbness in the lower jaw and implant was removed. Paresthesia was also reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 5/4 x 11.5mm (bopt5411) was returned for investigation. Visual evaluation section of the as returned product identified signs of wear and debris about the implant threads. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 1 week. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review was completed for the subject lot number: 2019051809. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (2019051809) for similar event and 1 other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (nerve damage) or product (bopt5411). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. A definitive root cause could not be identified. However, based on the investigation and risk file review, the failure mode for the reported event is customer error in treatment planning for the implant utilized. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.